Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins was overdischarged for the third time. A factor that might have contributed to this issue was the fact that the patient had difficulty charging the ins. A trickle charge was performed but the issue was not resolved. Surgical intervention was planned as the patient wanted their ins replaced. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a patient. It was reported that patient got a new implant in july because her old one never worked and she could never get it to charge. She was told she had a faulty battery the ones that year were not working very well. Patient had a ruptured disc in the middle of her neck. The healthcare professional wanted to do a magnetic resonance imaging (MRI). Patient had 10 back surgeries. They had to take the battery out that wasn't working so she could have a MRI. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that cause of the charging issue was not determined but it was likely a patient compliance issue. Surgical intervention had not been scheduled or occurred. No further complications reported.